Event description:
Ablation catheter malfunction during case. Manufacturer response for ablation catheter, catheter smarttouch thermocool sf d-f curve ablation bidirectional (per site reporter). Vendor (biosense) to replace at no charge.